Manufacturer narrative:
This product has not been returned to boston scientific for analysis, as a result, laboratory testing has not been performed, however, the probable cause was determined based on evidence submitted by the field indicating that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing.

Event description:
It was reported that after pocket closure during the implant of this implantable cardioverter defibrillator (ICD), oversensing of extra signals was observed on the right ventricular (rv) lead. The physician re opened the pocket, suspecting air. The lead was tested through the pacing system analyzer (psa) and no abnormal measurements were obtained. The pocket was closed, however, signals were noted again. The physician opened the pocket a third time and re evaluated. After closing the pocket the third time, no signals were noted. The physician is planning to continue to monitor. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that after pocket closure during the implant of this implantable cardioverter defibrillator (ICD), oversensing of extra signals was observed on the right ventricular (rv) lead. The physician re opened the pocket, suspecting air. The lead was tested through the pacing system analyzer (psa) and no abnormal measurements were obtained. The pocket was closed, however, signals were noted again. The physician opened the pocket a third time and re evaluated. After closing the pocket the third time, no signals were noted. The physician is planning to continue to monitor. No additional adverse patient effects were reported. At this time, this device system remains in service.